Event description:
Customer reportedly received the following results on the advantage system within 10 minutes. Hi (greater than 600 mg/dl) and 197 mg/dl, 532 mg/dl, 258 mg/dl, 191 mg/dl, and 179 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.